Event description:
The home patient (hp) reported 2 incidents of feeling full, as if the hp was overfilled, while using the homechoice cycler for apd therapy. The hp relates that the hp performs a manual exchange during the day of 2000mls prior to the start of the hp's apd therapy. The hp relates that the hp typically drains out around 2200mls - 3000mls during the initial drain; however, on a night in 2001, the hp drained out approximately 1800mls during the initial drain. The hp reported the hp then received the programmed fill volume of 2500mls, after which the hp felt overfilled with fluid. The hp relates that the hp placed the cycler into a manual drain and removed approximately 800mls of fluid. According to the hp, a second incident occurred during the night 18 days later when the hp only drained out 1554mls during the initial drain. Hp relates that for this incident also the hp placed the cycler into a manual drain after the hp received the first fill. According to the hp, there was no patient injury or medical intervention as a result of these incidents.